Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report erratic readings on his meter. On an unknown day, he tested and received readings of 200 mg/dl and 50 mg/dl on his meter. The results were within 10 minutes of each other. On (B)(6) 2017, the customer got readings of 43 mg/dl and 162 mg/dl on his meter. The results were within 10 minutes of each other. On (B)(6) 2017, the customer got readings of 183 mg/dl and 99 mg/dl. The results were within 10 minutes of each other. The same bottle of test strips was used for all 3 comparisons. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.